Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation with an open water blister and bleeding. The patient reported that he is a physician and elected to remove the lifevest and end use. The medical outcome is unknown.